Manufacturer narrative:
Medical records have been reviewed by the post market clinical department and physician and found the following: (B)(6) old female patient with esrd, developed peritonitis due to user error and breach aseptic technique. A supplemental report will be submitted upon completion of the plant's investigation. Related MDR: 8030665-2013-00960.

Event description:
A peritoneal dialysis nurse reported her patient developed peritonitis. On (B)(6) 2013 the patient's catheter disconnected during treatment. The patient put the catheter back together and this breach in sterility caused the patient to develop peritonitis. The patient's infection was treated with unspecified antibiotics. No further information was provided.